Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested and received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported a clinical study pt with a corneal erosion following intraocular lens (iol) implant surgery. In a follow up, the surgeon stated that the erosion is not related to the lens, but is a result of the surgery. The pt outcome is good.